Manufacturer narrative:
Device evaluated by MFR: product analysis #705076041: equipment used: vis (m-85519), 203cm ruler (m-83361) drawing(s) referenced: fa-55xxx-xxxx rev. P as found condition: the pipeline flex pusher and marksman catheter segment were returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened pipeline flex inner pouch (b250832). Visual inspection/damage location details: the pipeline flex pusher was found bent at ~25.0cm from the distal end. The pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher was found detached at the distal hypotube weld (solder joint). The marksman catheter segment was examined. The marksman catheter was found separated (cut) at ~46.0cm from the catheter distal tip. When compared to the product drawing, ~111.0cm of the marksman catheter was found separated and not returned. The marksman catheter body was found kinked ~27.8cm and ~27.0cm from the catheter distal tip. The marksman catheter distal tip was found in good condition. The marksman catheter was dissected (cut); however, the pipeline flex pusher distal segment or the braid were not located. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report could not be confirmed, and the cause could not be determined. The pipeline flex braid was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. Regarding the customer¿s ¿resistance/stuck during delivery¿ and ¿catheter kink/damage¿ reports were confirmed. From the damages seen with the pipeline flex pusher (stretching/separation) it appears force was used. It is possible the damage found with the returned marksman catheter (kinking) contributed to the event. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issue. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. (Rosaj10 2022-08-22) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the tumor neck was in a special position. After the catheter and stent reached the position through the middle, the anterior segment could be opened and the posterior end could not be opened. It was withdrawn and could not be withdrawn in the catheter. The microcatheter was replaced and the spare stent was re-installed. The surgery was complete. The catheter was flushed continuously with heparinized saline. The catheter was damaged at the distal end. The damage was described as an accordion. The pipeline was not used off-label and the device was prepared as indicated in the IFU. There were no symptoms or complications associated with the event. The angiographic result post procedure showed contrast agent retention. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 13.2mm and a 7.8mm neck d iameter. It was noted the patient's vessel tortuosity was moderate. No new event information received.